Manufacturer narrative:
UDI: (B)(4). Incomplete. The expiration date is currently unavailable. Investigation summary: background: the mallet¿s handle has come off in surgeon¿s hands during the procedure. Investigation summary: the rigidfix mallet *ea (part #: 213705, lot #: unk) was received and evaluated at us cq. Upon visual inspection, the mallet handle broke off the head. There were scratches observed on the both the faces of the mallet head. Hence, the reported condition can be confirmed. The possible root cause for the reported condition can be that the device encountered unintended forces during its use. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroplasty procedure on an unknown date, it was observed that the handle on the rigidfix mallet device came off the surgeon's hand. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.